Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose level of close to 500 mg/dl. Customer's spouse reported that they experienced symptoms related high blood glucose such as stomach sickness and dizziness. The customer's spouse reported that they were wearing the insulin pump at the time of admission. Troubleshooting was performed. The customer's spouse also reported that the insulin pump alarmed power error. The customer's blood glucose was 278 mg/dl at the time of incident. The insulin pump was not returned for analysis.